Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on unspecified dates in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine leaked out of ten (10) to twenty (20) minicaps during use. There were no damage to the minicaps; however, the caps "were not tightening as tight as the others". When removing the caps, iodine leaked on the catheter. At times when tightening the cap, a leak was noticed. The transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.